Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years post implant of this 27 mm bioprosthetic valve, the valve was explanted and replaced with a 29 mm bioprosthetic valve. The reason for the explant was not reported. No additional adverse patient effects were reported.